Event description:
It was reported during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was a low draw and after centrifugation the sample appeared cloudy. Patient samples were re-collected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood as well as cloudy specimen after spinning while using cat 367960. Lot 2228625.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor plasma(cloudy) or filling issue (poor vacuum) were observed. 100 retention samples were visually inspected with no issues identified. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits. Additionally, retention samples were subjected to a clinical study to evaluate poor plasma: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor plasma) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This complaint is unable to be confirmed for poor plasma(cloudy) or filling issue (poor vacuum). Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use with bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was a low draw and after centrifugation the sample appeared cloudy. Patient samples were re-collected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood as well as cloudy specimen after spinning while using cat 367960 lot 2228625.